Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, tower doors two and three was clicking. The customer reported that the malfunction occurred while the user trying to access medication, however no delay has reported. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, tower doors two and three was clicking. The customer reported that the malfunction occurred while the user trying to access medication, however no delay has reported. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the towers doors 2 and 3 failed. A field service engineer replaced both the latches and wire harnesses on doors 2 and 3 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.